Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed the indicated failure of missing additive. This product is a freeze dry product and would exhibit a solid pellet of additive in the tube. The investigation was limited as no samples were received from the customer. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified; an additive pellet was present in every retention tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were received from the customer, no additional testing could be performed. The exact cause of the customer¿s indicated failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® urine tubes for microbiology there was missing additive. This event affected 20 devices. The following information was provided by the initial reporter. The customer stated: she found 20 tubes of reference (B)(4). Non-borated."